Event description:
It was reported that the patient visited the hospital due to an artificial urinary sphincter (aus) not working properly. Two weeks later a surgical procedure was performed in which the existing device was removed and replaced. Upon examination, saline leak was identified from a hole in the cuff. The cause of the perforation was not elucidated in the facility. The patient was stable and improved following the procedure.

Event description:
It was reported that the patient visited the hospital due to an artificial urinary sphincter (aus) not working properly. Two weeks later a surgical procedure was performed in which the existing device was removed and replaced. Upon examination, saline leak was identified from a hole in the cuff. The cause of the perforation was not elucidated in the facility. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: the cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the returned device confirmed the reported allegations of mechanical issues, fluid leak and hole/perforated in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that could contribute to the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual inspection did not identify any irregularities, however functional testing identified a fluid leak in the cuff shell proximal to the cuff backing. This pinhole leak was consistent with wear and material fatigue at fold. The pump component was visually and functionally inspected, only revealing tissue contaminates in the filter and the pump and some wear on the kink resistant tubing (krt). The balloon was visually and functionally inspected. No visual defects or leaks were noticed in the component. Wear on the window quick connect (wqc) was identified. The behaviors identified in the pump and balloon did not likely contribute to the reported allegations. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.